Manufacturer narrative:
(B)(4).

Event description:
Physician contacted dexcom on (B)(6) 2014 to report patient death. Physician confirmed on (B)(6) 2014 that patient's death was not dexcom related as patient was not wearing cgm device at the time of death.